Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a transfemoral tavr procedure with a 23mm sapien 3 valve, balloon rupture occurred. The patient's sinotubular junction (stj) had protruded calcification. The valve was inflated slowly. When the volume reached level of 2ml less than nominal volume and operator was about to push more, the balloon ruptured. As there was no paravalvular leak (pvl), post-dilation was not necessary. The delivery system and esheath were removed as a unit. The procedure was completed without complications. Per the physician, the balloon ruptured due to calcification on stj.

Manufacturer narrative:
Corrected h.6 investigation conclusions. Added h.6 type of investigation and investigation findings. The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The balloon burst was unable to be confirmed because no product was returned, and no imagery was provided. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported by the physician, the patient had protruded calcification in the sinotubular junction (stj) and this caused the balloon burst. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst.